Manufacturer narrative:
The customer¿s complaint of communication error during use was confirmed in the device logs however was not replicated during testing, the source pump module was not returned for investigation. Pcu log review showed 6 instances of a channel disconnect event that occurred on (B)(6) 2019 from 11:08:51 am to 5:10:51 pm on the last day of use. All occurrences were confirmed by the user. Five of these instances occurred on the left side of the pcu device involving pump module s/n (B)(4) unit label a and s/n (B)(4) unit label b (not received). Testing using the iui testing method on the received pump modules was unable to replicate the reported channel disconnects. The device was being used for treatment purposes. The proximate cause of the communication error is due to iui contamination which caused an open condition on pin#3 (/modetl) of the iui connector contact resulting in the observed channel disconnect/power loss error events. Log review only.

Event description:
It was reported that the lvp had a communication error during use. The problem was noted to be on the left side of the pcu which caused issues with the two pump modules on that side. There were also two pump modules on the right side. It causes delay in patient care. There was no patient harm.